Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. During testing, the middle (enter) keypad button no longer responded to button presses. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good pcb2 onto pcb1, the keypad anomaly persisted and seems to be isolated to pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery did not last more than 1 week. The blood glucose of the customer was unknown. Customer tried a aa lithium battery in the pump. The customer advised the pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The device will be returned for the analysis.